Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated calcium results when processing on the architect c4000. The following data was provided: sid (B)(6): 15.6 (initial) and 10.1 (repeat). The lab uses a reference range of 8.6-10.5 mg/dl for calcium. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, field service troubleshooting, a review of service history, a review of historical data, and a review of product labeling. Abbott field service representative (fsr) observed a bent mixer as well as crystalline buildup due to kinked acid valve tubing. The mixer and tubing were replaced to address the issue. There were no additional discrepant results reported on (B)(4) after these parts were replaced. The mixer, list number 09d59-02 and tbg, acd1 co vlv to acd syr (acid valve to acid syringe tubing) part number 7-205566-01 were determined to be the likely causes for the issue. No additional erratic or discrepant results were reported. No systemic issues or adverse trends were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.